Event description:
It was reported that reprocessing of the pk dissecting forceps instrument, there was a slightly frayed wire noticed at the tip of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the pitch down cable is frayed at the distal clevis hub. The conductor wires are intact and undamaged. The frayed strands were sticking out at the wrist. The other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the pitch cable damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.